Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high", a specific value was not provided, with moderate ketones. Elevated blood glucose was addressed with a manual dose injection or a supply change. The customer changed supplies and resumed insulin therapy.